Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. Serial # (B)(4) for the contour next ez meter provided by the customer is invalid. Therefore, the device manufacture date could not be determined.

Event description:
The customer reported that her blood glucose readings were not being stored in the memory of the contour next ez meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next ez meter for evaluation. No test strips were returned. Therefore, the returned meter was tested with the in-house contour next test strips using a blood sample, which gave a satisfactory performance. The blood glucose readings obtained during in-house testing were properly stored in the meter's memory. Based on the product information received upon the return of meter, section d4 (serial #) and section h4 (device manufacture date) have been updated.